Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. A functional test was performed and it failed. The receiver log was downloaded, there was no data within the investigation window. A communication tool audio test was performed and it failed. A "try it" manual test was performed and it failed. The receiver case was opened for an internal visual inspection, moisture damage was found. The speaker resistance was measured and it registered out of specification. The reported event of no audio output was confirmed. The root cause is a defective speaker.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had no audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of no audio output could not be determined. A root cause could not be determined.